Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated the buttons would stick, cause scrolling, and cancel boluses. The patient's blood glucose (bg) was reported to be 20 mmol/l. The reported bg is not indicative of a serious injury and does not meet the animas criteria of an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.